Event description:
She stated that she had problems fitting it because she thinks the material has been changed. The fist guard the 2 layers separated within a week and the 2nd lasted a month. Which is no where near how long it should last of 6 months or more.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.